Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 03/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings: a review of the pump¿s history showed no evidence of short battery life; evidence of low battery warnings due to a discharged battery in use was observed. The pump powered on normally during testing and was able to be primed successfully. The pump was exercised for 24 hours with no alarms or power loss. The pump¿s current draws were within specification. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.